Event description:
Patient was revised for pain and alval.

Manufacturer narrative:
This investigation remains closed, as the added/corrected information does not change the outcome.

Event description:
Asr revision to take place on (B)(6) 2011. Asr xl acetabular - right hip. Reason for revision: pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision asr xl acetabular - right hip reason for revision: pain, alval update: attached form (B)(4) received 9 nov 2011 - added products, additional reason for revision, primary surgery date. Bi-lateral patient, left hip to be revised (B)(6) 2012 - see (B)(4). Update: 23 june 2015. Updating original implant date as (B)(6) 2007. Added manufacture and expiry dates for products, querying lot number for stem updated file handler details. Taken from claimsuite update, 23 june 2015.